Manufacturer narrative:
(B)(4). This is an event that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the returned rt206 adult breathing circuit kit was visually examined for a disconnected white connector on the humidifier connection tube. Results: the breathing circuit package consists of a number of components grouped together during production. Upon investigation, it was confirmed that the white connector was detached from the humidifier connection tube. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the white connector is inserted onto the humidification connection tube at the assembly station in the production line. It is most likely due to operator not correctly inserting the white connector causing it to detach from the humidification connection tube. This would have occurred after the breathing circuit component was packed. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that the white connector was within the rt206 adult breathing circuit kit, but had detached from the dry line limb of the breathing circuit. This was noticed prior to patient use. No pt consequences were reported.